Event description:
It was reported that the atrial lead dislodged two times. There was no capture at max output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood/body fluid present on the proximal conductor (not obstructed) and helix/lobe mechanism. Also, there was a white substance on the tip electrode. The outer insulation was breached cut. Visual anlysis revealed that there was apparent explant damange.